Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the up/down knob was damaged with loose parts. Due to wear of the angle wire, the bending angle in the 'up' position did not meet the standard value and play of the up/down knob was out of the standard value. The connecting tube, universal cord, protector of the universal cord on the scope connector side, image guide protector and switch 1 were all scratched. The adhesive on the bending section cover was chipped, scratched and discolored. The dots of the water detection sticker (1b) were smudged and connected. A wrinkle was observed on the universal cord. The plastic distal end cover had a dent. The cleaning, disinfection, and sterilization (cds) process was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. The customer reported that there were no abnormalities in the accessories used for reprocessing, the endoscope was not presoaked in the detergent solution, the distal end was wiped and brushed with clean lint-free cloths / brushes / sponges, and the customer reported that during reprocessing a kaigen clean top was used and when the device was pulled out it was cloudy so the cds process was performed again and the device was wiped lightly with ai cotton. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material remaining was caused by physical damage to the device and reprocessing deviations from the instruction manual from the obtained information; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the plastic distal end cover. There were no reports of patient involvement.